Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2007, product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an observation regarding the device detection stability criterion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stability discriminator reset the ventricular tachycardia counter caused the device to inappropriately withhold ventricular tachycardia detection. Interrogation showed that there were three prior treated episodes where detection was delayed inappropriately. The device stability was programmed off. The device remains in use. No patient complications have been reported as a result of this event.